Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any critical errors. The log did show the user repeatedly entering and exiting sync mode. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device would not go into sync mode. Complainant indicated that after pressing the sync button several times the device went into sync mode and they were able to deliver therapy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.